Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter hanging off the tip of the catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter hanging off the tip of the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received two unused iag/bc 20ga units in opened packages from the lot number 8059923. DHR review was performed on the lot number 8059923. The lot number was built/package on afa line 11 from (B)(6) 2018 thru (B)(6) 2018. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Set-up and in process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. Review disclosed there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic evaluation: no foreign/non-foreign material, particulate loose or embedded was observed anywhere on the returned units or in the opened packages. Conclusion(s): customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.